Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported smart cable used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issue. When connecting the reported smart cable to verathon's test equipment, the video intermittently cut out when the cable was manipulated. The smart cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while the doctor was using a glidescope core smart cable during a patient procedure, they lost the video and the light when the connected glidescope spectrum single-use lopro s4 laryngoscope was inserted into the patient's mouth. No delay in the procedure, use of a backup device, or harm to the patient was reported. Following the reported incident, the facility's biomedical engineering department was able to duplicate the problem by moving the laryngoscope in a certain position which caused the light to go out. They reported that they suspect the glidescope core smart cable was faulty.